Event description:
At follow-up, an increase in capture threshold and a decrease in sensing were noted. Upon removal for repositioning, lead was found dislodged. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
No medwatch form was received analysis was normal. No anomalies were found.